Event description:
Reporter alleged the lancet does not fully retract inside of the multiclix lancet system. No accidental sticks or adverse events were reported. A request for the return of the suspect device and replacement product was sent.